Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The pcoip was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The pcoip was returned to the manufacturer. Functional testing found that the component was defective.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart would occasionally go black with a pcoip message, followed by a self-reboot. Issue occurred every 3-10 minutes. Replacing the pcoip resolved the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: manufacture date provided. Correction: unique device identification (UDI) updated to proper value.